Event description:
It was reported that the system 6800's high voltage cable was showing bare conductors a definite shock hazard. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage cable was replaced. The system was tested, and found to be working as intended, and placed back into service.